Event description:
This case is a combination of initial and follow up information and concerns (B)(6) year old male patient. The information was received from a physician via the company medical advisor on 23jan2015 and 02feb2015 respectively. The patient received dc bead loaded with irinotecan 100 mg for the treatment of stage IV colorectal cancer with liver metastases after 3 lines of chemotherapy. The patient suffered from acute pancreatitis 3 weeks after 4th debiri infusion and 2nd procedure in the left hepatic lobe a year ago. On an unknown date the patient died. It was reported that the patient died 65 days after his hospital admission. An autopsy report was not available and the cause of death remains unknown. The patient had an anomalous vascular anatomy, specifically including a common origin of the mesenteric and right hepatic arteries, a common origin of the gastric and left hepatic arteries, and an independent origin of the middle hepatic artery from the aorta with the gastroduodenal artery arising from it. The reporter stated that "probably beads reflux after an angiogram during the treatment of the middle hepatic artery". Further follow up is being actively pursued.

Manufacturer narrative:
(B)(4). Medical assessment: a male patient developed acute pancreatitis following the fourth debiri treatment (second in the left hepatic lobe), and died 65 days after admission. The reporter stated "probably beads reflux after an angiogram during the treatment of the middle hepatic artery". Since this could constitute user error, in that it could have occurred if beads were injected beyond the recommended stasis point, this event is medically reportable. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. The potential contributory factors were investigated and assessed as part of this complaint. Patient death is a known potential complication and documented within the product IFU. The treating physician felt the most likely cause was beads reflux during the treatment of the middle hepatic artery, since this could constitute user error in that it could have occurred if beads were injected beyond the recommended stasis point. Also, the patient's underlying disease could have played a part in the demise of the patient following the 4th debiri procedure. No corrective and preventive action (CAPA) plan has been identified as a result of this investigation.

Event description:
This follow up report summarises the findings from the manufacturer's investigation report. Previously reported information concerns a (B)(6) male patient. The patient received dc bead loaded with irinotecan 100 mg for the treatment of stage IV colorectal cancer with liver metastases after 3 lines of chemotherapy. The patient had an anomalous vascular anatomy, specifically including a common origin of the mesenteric and right hepatic arteries, a common origin of the gastric and left hepatic arteries, and an independent origin of the middle hepatic artery from the aorta with the gastroduodenal artery arising from it. The reporter stated that "probably beads reflux after an angiogram during the treatment of the middle hepatic artery".

Manufacturer narrative:
Dc bead with irinotecan was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Medical assessment: (B)(6) yo male patient underwent debiri procedure for mcrc. Several weeks after the procedure the patient was apparently diagnosed with acute pancreatitis and died. No further clinical details are available. The most likely explanation is ectopic targeting of beads to the pancreas. The patient was known to have anomalous vascular anatomy, specifically including a common origin of the mesentric and right hepatic arteries, a common origin of the gastric and left hepatic arteries, and an independent origin of the middle hepatic artery from the aorta with the gastroduodenal artery arising from it. The treating physician felt the most likely cause was beads reflux during the treatment of the middle hepatic artery. Since this could constitute user error in that it could have occurred if beads were injected beyond the recommended stasis point, this event is medically reportable. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as follow up report. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.